Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri52 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient had pericardial effusion due to possible cardiac perforation. The atrial lead and right ventricular (rv) lead were moved and repositioned. Both leads remain in use. No further patient complications have been reported as a result of this event.